Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope had adhesive residue on the scope cord. It was unknown when the event occurred. There were no reports of patient harm.

Manufacturer narrative:
Update to d9,g4, h2, h3, h6, h11. The device was returned to olympus for inspection and the investigation identified white residue from the adhesive on light guide tube. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.